Event description:
It was reported that pump displayed malfunction code 25 that could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump within warranty, instructed customer to place malfunctioning pump in storage mode and return it within 10 days using provided materials, and advised customer to program pump settings and connect continuous glucose monitor on replacement device.